Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft. The hypotube was broken at 296 mm from the hub. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with the stent profile. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 23-oct-2015. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located n the severely tortuous and severely calcified distal right coronary artery. After pre-dilation with a 1,5x15mm non bsc balloon catheter, a 16x2.25mm promus premier¿ drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 2.25x12mm stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed hypotube break.